Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® brand pronto¿ quick release needle holder the holder separated from the non patient end needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "after the needle holder was used repeated times in the blood collection room, there was no rebound."

Event description:
It was reported when using the bd vacutainer® brand pronto¿ quick release needle holder the holder separated from the non patient end needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "after the needle holder was used repeated times in the blood collection room, there was no rebound."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-07. H6: investigation summary: bd received 16 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode with the unknown incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed. Though there were no appearance defects such as damage or deformation in the parts other than the movable screw, it was confirmed the silicone oil on the release plates of all 16pcs had peeled off and lost its luster. It was conceivable that the claws of the movable screw were damaged due to repeated disinfection, and silicone oil peeled off during cleaning, which reduced the slippage of the screw, and a load was caused when the plate was pushed in.